Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The patient reported that one of their transmitters shuts off spontaneously. It was stated that both were implanted in (B)(6) 2015, and the patient stopped carrying their phone in the breast pocket after the first incident on the week prior to date notified. However, on date notified it shut off again. They suspect it may have been caused by the (B)(6) charge wrist meter. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.